Manufacturer narrative:
An event regarding a size/fit issue involving a centax bipolar head was reported. The event was not confirmed. Device evaluation and results: visual inspection: the centrax bipolar head had scratches on the articulating surface. The device was otherwise visually unremarkable. Dimensional inspection: a dimensional inspection of the centrax bipolar head could not be performed due to damage observed during visual inspection, in addition the act of disassembling the centrax bipolar head from the metal head will alter the device dimensions. Therefore an accurate dimensional inspection of the disassembled centrax bipolar head is not possible. Medical records received and evaluation: no information was received for review with a clinical consultant. No adverse impact to patient was noted. Device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined. If additional information becomes available, this investigation will be reopened.

Event description:
The movement of the head was too bad. So used another product.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The movement of the head was too bad. So used another product.